Event description:
It was reported that when the external pulse generator (epg) was in use with a patient it powered off. It was noted that the voltage of the battery was then checked and it displayed 8.37v. It was further noted that subsequently the battery was replaced and the epg was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.